Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 366 mg/dl since the morning, believed by the user to be associated with recent weight loss, and the user administered a multiple daily injection of 26 units of insulin and monitored glucose without seeking medical care or using the device¿s suspend feature. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, and no assistance required. Investigation included complaint handling and user troubleshooting education. Investigation of this case revealed no device alerts or alarms reported and no confirmed device malfunction based on available information. It was concluded that the cause of hyperglycemia was unclear and that the event did not result in serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.